Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with air bubbles in customer's reservoir. The customer's blood glucose level was over 300mg/dl. The customer treated with manual injections. The mother states they removed the set and saw there was a gap in the tubing where there was no insulin. The mother states there was a large gap of air in tubing preventing insulin delivery. The mother was unable to continue troubleshooting at this time. The mother would be calling back.